Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsc5, used with a hp052 toned out. A different lot numbered lcsc5 was used to complete the case. There was no consequence to the pt.